Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure. It was further reported that the target lesion was moderately tortuous and moderately calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the proximal left anterior descending artery. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During procedure, at first inflation, it was noted that the balloon ruptured at 10atm. The device was removed from the patient's body without problem and the procedure was completed with a different device. No patient complications were reported and patient's condition was good post procedure.